Event description:
It was reported to medtronic minimed that the customer experienced damage, possible over delivery. The customer reported blood glucose value of 15 mmol/l. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported a possible over delivery anomaly, pump rattles while reservoir is inside of the pump. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. The pump does not rattle when shaken. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 03-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 147250 (14.725 u) and dailytotalofbolusinsulindelivered = 424250 (42.425 u) which is equal to the dailytotalofallinsulindelivered = 571500 (57.15 u). Perform the history review 1 week prior to the event date 03-mar-2025 in the pump history file and found lostsensor1alert on 02/26/2025 and on 02/28/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. No loose components noted on the electronic assembly. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Delivery anomaly-possible over delivery not confirmed. Pump rattle anomaly was not confirmed; however other cosmetic damage was noted at the front of the pump. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.